Event description:
(B)(6) reports alleged gum tissue reaction to venus diamond. This occurred in (B)(6). No other details were provided. The malfunction will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method/results/conclusion; device has not been returned by customer.